Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported a leak on the alinity m system. The customer called to report that after reinitializing the instrument, they had noted that the diluent reading had gone from 50% to 0%. The customer inspected the system solutions drawer and found that there was a leak of diluent contained within the drawer. The customer clarified that the spill had leaked onto the floor outside of the footprint of the instrument once they had opened the system solutions drawer. Customer was able to clean up the spill before anyone was effected and used proper ppe (personal protective equipment).